Event description:
It was reported that this right atrial (ra) lead exhibited poor sensing and loss of capture (loc) after that patient had undergone a procedure. This ra lead was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.